Event description:
A physician reported that there was a defect with the infusion during surgery. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. The customer is not required to return the product as this complaint is related to the established investigation per the procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The root cause of this event was determined to be related to the manufacturing process. The following contributing factors were identified; inadequate in-process testing to detect weak auto infusion valve (aiv) welds, inadequate training for auto infusion valve (aiv) operators to conduct the ¿squeeze/pinch test¿ between the top and base, and design factors. An internal investigation was completed; action was taken to address each of the contributing factors identified. Actions include procedural enhancements, validation of new molds for the top and base to ensure continued control of critical dimensions and an enhancement to the auto infusion valve (aiv) design to promote a better weld. Complaints are reviewed and monitored for adverse trends on a monthly basis. An adverse trend has been identified related to broken fluid air exchange components. This event is associated with this trend. A non-conformance investigation was conducted, corrective and preventative action implementation is on-going. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).